Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
In addition to the dim and damaged display issues, the display lens was observed to be detached/peeling from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim / fading / color spectrum) issue. Additionally, the display was said to have detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a discolored display. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the display issue, the battery compartment was found to have cracked above the grip pad. In addition, damages were found on the pump casing between the upper right corner of the display lens and the case seal.